Event description:
It was reported "18g needle cracked at the hub during use which made it difficult for the doctor to aspirate blood". The needle was removed and a new set was used successfully. No patient harm or injury. Patient's current condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "18g needle cracked at the hub during use which made it difficult for the doctor to aspirate blood". The needle was removed and a new set was used successfully. No patient harm or injury. Patient's current condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer provided one image showing an introducer needle hub. Signs of use were observed. Visual analysis revealed one crack on the hub body. The customer returned multiple components of a cvc kit, including one introducer needle, catheter, and dilator , for analysis. Definite signs of use in the form of biological material were observed. Visual analysis revealed that the needle hub contained one crack on the hub. Microscopic examination confirmed the crack in the introducer needle hub. A device history record review was performed, and no relevant findings were identified. The customer report of a cracked needle hub was confirmed through complaint investigation. Visual inspection revealed cracks on the needle hub. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was fully implemented (B)(6) 2023 using a new alcohol-resistant material to manufacture the needle hub. The manufacturing date for the needle hub involved with this complaint occurred prior to the CAPA implementation date. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "18g needle cracked at the hub during use which made it difficult for the doctor to aspirate blood". The needle was removed and a new set was used successfullly. No patient harm or injury. Patient's current condition reported as "fine."

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one image showing an introducer needle hub. Signs of use were observed. Visual analysis revealed one crack along the length of the hub body. Therefore, the reported defect is confirmed. A device history record review was performed, and no relevant findings were identified. The customer report of a cracked needle hub was confirmed through visual inspection of the returned sample. The failure mode identified is consistent with the failure mode investigated in a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was fully implemented 23-aug-2023 using a new alcohol-resistant material to manufacture the needle hub. The manufacturing date for the needle hub involved with this complaint occurred prior to the CAPA implementation date. Teleflex will continue to monitor and trend for reports of this nature.